Manufacturer narrative:
Additional information: device evaluation: lens returned dry in a microcentrifuge vial with clear surgical residue. Visual inspection found optic torn and haptic torn with residue on the lens. Claim# (B)(4).

Manufacturer narrative:
Weight: unk ethnicity: unk race: unk. Implanted: na. Explanted: na. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 13.2mm vticm5_13.2 implantable collamer lens, -10.5/+2.0/081 (sphere/cylinder/axis), was damaged during loading. There was no patient contact. The surgeon did not implant another lens. The cause of the event was unknown.